Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject fell and sustained a periprosthetic fx; revised to long stem prosthesis. No other effects noted in report. Subject (B)(6).